Event description:
Updated summary: the customer also reported that the batteries were not lasting as expected and also experienced unexpected battery power loss.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (added medical device problem codes 2885, 2885, 2885 respectively) with this report. Also, additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump booted up properly once installing aa battery, no flashing white display was noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, and active current test. The pump failed the self test due to absence of vibration. No pump error 24 alarms were noted during testing. No failed battery test alarms were noted during testing. Test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 24 alarms were noted in the pump history files and traces found no relevant battery alerts, alarms, or anomalies in the pump history files and traces on the event date of 10-jan-2025. Pump was cut open to perform visual inspection and found evidence of moisture damage on the vibrating motor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Charge/battery lasts less than expected and unexpected battery power loss was not confirmed. Customer did not experience an unexpected power loss of less than 7 days due to no records of a low battery alert fault 104 in pump history records. Absence of vibration was confirmed during testing due to moisture damage on the vibrating motor. Flashing white display was not confirmed during testing. Pump error 24 was not confirmed. Failed battery test was not confirmed during testing. Moisture damage was noted found on the battery tube and vibrating motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported flashing white display and received pump error 24 (this alarm is generated when a power failure is detected). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for pump error alarm, customer was not able to clear the alarm. Troubleshooting was performed for display issues. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.